Manufacturer narrative:
Reported event: an event regarding patient factors involving a proximal tibial, tibial component was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for patient specific distal femoral and proximal tibial replacements which were inserted in (B)(6) 2009 and (B)(6) 2016 respectively. The surgeon reported loosening of the femoral component with bushing wear. The x-ray images provided show that femoral stem had reasonably good cement fixation and the tibial stem had slight radiolucent lines. There were severe bone resorption and remodelling near the resection of the femoral and tibial bones, with a block of bone missing under collar on tibial. The knee joint seemed in slightly excessive valgus, with medial joint gap slightly larger than the lateral, which indicates wear and tear had occurred in knee bearing components which might make knee joint unstable. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Pin (B)(6): there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device remains implanted.

Event description:
The following was reported: a patient specific implant request form was received for the patient's right distal femoral replacement. Noted on the form: "existing distal femoral endo prosthetic replacement and proximal tibia endo prosthetic replacement. Loosening of the femoral component with bushing wear. Needs new proximal femoral component with yoke, axle, bushings, etc. Tibial yoke is a short one. Femoral resection will be 15cm from joint line." Clinical review update 16 mar 2023: "there were severe bone resorption and remodelling near the resection of the femoral and tibial bones, with a block of bone missing under collar on tibial."